Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified and moderately tortuous distal right coronary artery. After predilatation with an unspecified balloon catheter, a 3.50x38mm promus element¿ plus stent was selected and advanced to treat the lesion. However, the device was unable to cross the lesion. Upon removal of the device from the patient, it was found out that the distal side of the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.